Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance provided by technical support to reset the pump, which resolved the error, and successfully started a new sensor session.